Event description:
The hcp reported that the pt would feel a shock when she turned on a light switch or when she kissed family members. The location of the shock was not reported. The hcp reported that it was unknown if the event could be attributed to the implantable pump.